Event description:
It was reported that an ilet user experienced recurring low and high glucose readings with frequent pump alarms and indicated an expectation that the pump would treat lows, while not treating hypoglycemia and announcing low-carb meals. This was addressed as an improper or incorrect use procedure on an ilet system. Symptoms included hypoglycemia and hyperglycemia ranging from 57 mg/dl to 401 mg/dl. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or a third party. Investigation of this case revealed no device problem and identified a user error of not sufficiently treating hypoglycemia episodes, with no applicable device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.